Manufacturer narrative:
The device was not returned for evaluation. There was no mechanical malfunction of the device and as such the device was not explanted. A device history record could not be conducted as the device lot numbers are unknown. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Event description:
On (B)(6) 2011, the event of foraminal stenosis, rt c5-c6 became serious when the subject underwent a right foraminotomy with c6 nerve root exploration. The operative findings revealed right foraminal stenosis at the c5-c6 level and a right c5-c6 foraminotomy was performed. The device was explanted.